Manufacturer narrative:
Additional information: upon follow up it was reported the cause of the peritonitis was due to a breach in aseptic technique which was further described as the patient¿s error. The patient was treated with unspecified antibiotics which were discontinued 19 days after event onset. The same day, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. Device code (b(4) was added. Conclusion code (B)(4) was added. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were not reported. The patient was hospitalized on the same day as onset of the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was provided as the reporter declined follow-up.